Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. A review of the pump history shows that a temporary basal rate was programmed on (B)(6) 2012 from 8:19 pm until 8:46 pm. The pump basal rate was found to be recording properly during testing. There were no defects found with the pump.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump and an inaccurate history issue and she had been having elevated blood glucose (bg) levels. The patient claimed that the pump's basal totals were not adding up correctly based on a total programmed rate total of 8.70 units per day. The patient indicated that for the previous 2 days at 4:00 am, the patient was waking up with bg's over "300 mg/dl" and with ketones. The patient denied having nausea. She was treating herself by administering injections. That day, the patient's bg was down to "187 mg/dl" after receiving a subcutaneous injection. The patient claimed that her elevations were occurring first thing in the morning. The pump's date/time was reportedly correct. The pump's basal rates, I:c, isf, and targets were all reportedly correct. After reviewing the tdd, the patient noted that the basal total amounts were inaccurate and on some days, the totals were unexplainably much lower than expected. The patient's basal totals for (B)(6) 2012 and (B)(6) 2012 were supposed to be 8.70 units. According to the patient, a basal total of "8.48 units" was delivered on (B)(6) 2012 and a basal total of "8.45 units" was delivered on (B)(6) 2012. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump basal history was inaccurate and she developed an elevated bg level with ketones which can be associated with severe hyperglycemia.